Event description:
We received an allegation of questionable glucose results for one patient tested with an accu-chek inform ii meter + rf meter. The patient was tested using two accu-chek inform ii meter + rf meters (meter 1 and meter 2). At 11:21 am, the result from meter 1 was "hi" or 601 mg/dl. At 11:23 am, the result from meter 1 was 354 mg/dl. At 11:24 am, the result from meter 1 was 161 mg/dl. At 11:31 am, the result from meter 2 was 148 mg/dl. The result from meter 2 was deemed correct.

Manufacturer narrative:
The accu-chek inform ii meter + rf serial numbers are: meter 1 - (B)(6). Meter 2 - (B)(6). The customer stated the daily qcs were acceptable for both meters. The customer performed a patient comparison test, and the difference in the results was within 5 mg/dl. The customer is unsure if a different finger was used for the patient's consecutive testing; a different finger was used for the third testing on meter 1. On a regular basis, inform ii test strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The test strips have been received for investigation. The investigation is ongoing.